Event description:
It was reported that the implantable cardioverter defibrillator (ICD) detected ventricular fibrillation (vf) and delivered a shock. It was suspected that the shock was due to atrial fibrillation (af) with rapid ventricular response (rvr). The device remains in use and appears to be currently functioning as programmed. No further patient complications have been reported as a result of this event.